Event description:
It was reported "pseudo-aneurysm post manta deployment at closure site. Doctor ballooned twice and then placed a covered stent." The device was successfully completed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300145 manta 18f indicated no reworks, or other issues related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an undisclosed procedure, an 18f manta device was deployed for closure. Following deployment of the manta device, a pseudo aneurysm was present at the access site. Balloon angioplasty was applied twice, and a covered stent was placed. After three unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of the pseudo-aneurysm requiring endovascular intervention remains inconclusive. A pseudo-aneurysm can go undetected and not cause any complications and can occur because of surgery or trauma. The formation of a pseudoaneurysm does not signify a device failure. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported "pseudo-aneurysm post manta deployment at closure site. Doctor ballooned twice and then placed a covered stent." The device was succesffully completed. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.